Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right ventricular (rv) lead had failed to capture and exhibited low r-wave sensing measurement. The lead was explanted and replaced. The patient was in stable condition.